Manufacturer narrative:
The customer contacted the solutions center requesting remote technical assistance in gathering data for review. Logs were downloaded by the customer and provided to a clinical specialist in the solutions center who indicated that the logs show for nicu4, alarms were suspended on and off between 20:10 to 23:02 on (B)(6). Details regarding alarms provided are not available in the logs for this product which is the patient link and does not have the full capability and features of an information center product. The customer did not request onsite product testing and did not indicate that they felt the device failed in any way. A request for further details about the patent and incident was made several times however the customer did not respond to these requests. The customer was provided with an email of the limited alarm summary from the logs by the clinical specialist in the solutions center. The customer was subsequently contacted by quality but did not return any calls. The device is considered to be in use. The issue is not consistent with a product malfunction and the customer has not alleged that the product failed in any way. Philips was not able to confirm whether or not use of the device was a factor as the customer did not respond to further inquiries about this incident during the investigation. Use of the device may have been a factor in the death of the infant however the customer only requested retrospective data from philips which was very limited in nature due to the type of central monitoring product in use which has limited features and functions when compared with other central monitoring products offered by philips.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips with a request for log file data surrounding the death of an infant who was a patient in the nicu. The infant expired on (B)(6) 2017. The customer has not indicated that a product failure occurred.